Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent surgery due to fracture. Intra-op, set screws was found slipped and the surgeon had to replace new one to complete the surgery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.